Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a 29mm sapien 3 case by transfemoral approach in the aortic position, after the inflation syringe was unlocked in order to begin balloon inflation, it was noticed that it was not possible to push the saline contrast mixture into the balloon. There was significant resistance. The inflation process and rapid pacing was stopped. The commander delivery system was pulled back into the descending aorta. The position of the three-way stop cock between the inflation syringe and the commander system was checked and the position was verified to be correct. The valve was positioned across the annulus and during valve deployment, significant resistance was again encountered, however the operator was able to fully inflate the balloon with 33ml. The final position of the valve was good with no pvl.

Manufacturer narrative:
The 29mm commander delivery system was returned with attached atrion inflation device containing 31ml residual fluid and loader cap on the flex shaft. The delivery system was locked with full fine adjust used and partially flexed. The device was visually inspected for any abnormalities and the inflation balloon was unpleated and unfolded. The flex shaft was observed to be twisted with 3 distinct diagonal ripples. A kink was noted on the balloon shaft approximately 0.5¿ from the distal strain relief. Stress marks on the flex shaft near the handle were noted. There is a kink on the guidewire lumen between the triple markers and the crimp marker, likely due to the returned packaging of the device. No relevant photographs, videos, or imagery were provided with the complaint. The outer diameter of the inflation balloon was measured while the balloon was at full inflation. The measurement was performed to verify if the diameter of the balloon was within specification. Measurements were taken at 0 seconds, 3 seconds, and again at 20 seconds. Two measurements failed to meet specifications due to the kink / leak on the guidewire lumen. Damage of the guidewire lumen could lead to loss of inflation fluid into the guidewire lumen and results in a smaller outer diameter over time. The damage to the guidewire lumen likely occurred during device return handling. The balloon was inflated and deflated to simulate thv deployment per IFU instructions. The device was able to be inflated and deflated in 13 seconds which meets specifications. In addition, no excessive force was required to inflate/deflate during the testing. The delivery system was unable to de-air due to the kinked/leak on the guidewire lumen. However, it is likely that the kink of guidewire lumen was caused by the device returned packaging handling. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this event. A review of lot history revealed no other similar complaints related to delivery system inflation difficulty. As the event was unable to be confirmed a complaint history review is not required. The instructions for use (IFU), device preparation training manual, and device procedural training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. During valve positioning, use the distal flex to position the thv coaxial. Slowly rotate the flex wheel away from you to help adjust the thv coaxial within the native valve. Wire manipulation or slight rotation of the delivery system may help. Position thv with bottom of center marker at base of cusps or slightly above. Release stored tension prior to thv deployment. Thv may lock into the calcium when positioning creating stored tension in the delivery system. Release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position. During thv deployment, thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon lock is locked. Unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure is less than 10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment and stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The inflation difficulty was unable to be confirmed from the returned device inspection. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿after the atrion syringe was unlocked in order to start the commander balloon inflation, it was noticed that it was not possible to push the saline contrast mixture into the balloon, because there was a lot of resistance¿, and ¿the valve was again placed in the annulus and valve deployment was initiated. But again a lot of resistance was encountered, however, it was managed to fully inflate the balloon with 33ml¿. In this case, the delivery system was likely under tension due to patient factors. Per the visual inspection of the returned device, twists and ripples were observed on the flex shaft, which indicates that the delivery system was likely manipulated to overcome tortuous anatomy. Furthermore, the excessive device manipulation could have also impacted the balloon shaft, restricting proper device inflation. It is possible that pulling the delivery system back into the descending aorta released some of the tension within the system. Per training manual, ¿release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position¿. The release of tension would have then allowed the balloon to inflate and the valve to be successfully deployed. As such, available information suggests that patient factors (tortuous anatomy) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no edwards defect was identified, no corrective or preventative actions are required. Additionally, since no product non-conformance or IFU/training manual deficiencies were identified, no escalation is required.